Event description:
The biomed reported a blood leak that occurred at the onset of treatment. Estimated blood loss is 150cc to 200cc. There was no patient injury and no medical intervention. It was the 35th use of this dialyzer. The treatment was restarted with new disposables. The patient's blood count was checked on the next run. The facility has a manual reuse system. The pressure gages in place are pressures 15 & 45 psi.